Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: lot number provided as ev24591. The part/lot combination could not be verified, therefore no manufacturing record evaluation possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number for the entire set is ev24591. The lot number for individual part number is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synfix evolution set, standard instruments-eval was used in surgery on (B)(6) 2019. On (B)(6) 2019, field stocking location (fsl) was informed that the set was ready for pick up on that date. The screw loading station for synfix evolution, synfix evolution awl/without sleeve, handle with quick coupling-small, and two (2) synfix evolution screwdriver without thread lock sleeve was picked up by owens and minors. Upon inspection, qwens and minors found blood on the parts of the set and reported to fsl. It was further clarified that these are instrument trays used by fsal and the trays were discovered to be "soiled". There was no patient involvement. This report is for one (1) synfix evolution screwdriver without thread lock sleeve. This is report 4 of 5 for (B)(4).